Event description:
A data error alert was reported after the pump ship date. The customer's blood glucose level remained between 54-500 mg/dl, so there was no adverse impact on the customer's blood glucose level. Technical support informed the caller that some history logs might have been erased, but therapy was unaffected. The customer acknowledged this information and decided to continue using the pump for insulin therapy.